Event description:
It was reported that for an asymptomatic patient, high thresholds were observed. When repositioning was unsuccessful, the lead was explanted and replaced. The patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.